Event description:
Event verbatim [preferred term] now I have scars in my back because I got burned [scar] , now I have scars in my back because I got burned/burned me, beautiful burn in the back [thermal burn]. Case narrative: this is a spontaneous report from a pfizer sponsored program thermacare facebook page from a contactable consumer. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare heatwrap), from an unspecified date to an unspecified date at an unknown frequency for pain and spasm. The patient medical history and concomitant medications were not reported. The patient reported "well I bought this feel that I should stay 16 hours in my spine, I have spasmo and feel that I should take my pain, but it burned me. Now I have spasm and a beautiful burn in the back. Now I have scars in my back because I got burned". The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (05mar2020): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent information will be reported under manufacturer report number (B)(4). New information includes indication and event details. Comment: based on the information provided, the events of "had scars in back because consumer got burned" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] , now I have scars in my back because I got burned [scar], now I have scars in my back because I got burned/burned me, beautiful burn in the back [thermal burn], , narrative: this is a spontaneous report from a pfizer sponsored program thermacare facebook page from a contactable consumer. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare heatwrap), from an unspecified date to an unspecified date at an unknown frequency for pain and spasm. The patient medical history and concomitant medications were not reported. The patient reported "well I bought this feel that I should stay 16 hours in my spine, I have spasmo and feel that I should take my pain, but it burned me. Now I have spasm and a beautiful burn in the back. Now I have scars in my back because I got burned". The action taken in response to the events of the product was unknown. The outcome of the events was unknown. According to product quality complaint group: site had not received sample. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Follow-up (05mar2020): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent information will be reported under manufacturer report number (B)(4). New information includes indication and event details. Follow-up (17apr2020): new information received from product quality complaint group includes investigation results. No follow-up attempts are possible. No further information is expected., comment: based on the information provided, the events of "had scars in back because consumer got burned" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Event verbatim [preferred term] now I have scars in my back because I got burned [scar], now I have scars in my back because I got burned [thermal burn]. Case narrative:t his is a spontaneous report from a (B)(6) from a contactable consumer. This consumer of unknown age, gender and ethnicity started to receive thermacare heatwrap (thermacare heatwrap) from unknown date for unknown indication. Medical history was not reported. Concomitant medications were not reported. Now consumer had scars in back because consumer got burned. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. No follow-up attempts are possible. An investigation of the device could not be conducted. Company clinical evaluation comment based on the information provided, the events of "had scars in back because consumer got burned" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "had scars in back because consumer got burned" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.